Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for multiple errors. The customer did not recall the blood glucose reading. The customer was unable to rewind or to determine if a delivery would be successful, as there was a keypad anomaly. The escape button and up and down arrow buttons were unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No unexpected a12, a14, a20 or a44 error alarms noted during our testing. All the buttons functioned properly and no moisture damage was found on the keypad traces noted and the keypad connector was fully locked. No cosmetic damage noted.